Event description:
Spontaneous report, local reference # (B)(4). Initial info received on (B)(6) 2013. Dental office reported that a (B)(6) year old male pt had to go to an oral surgeon as a result of a dental needle breaking off in his mouth. They are currently using needles from the same batch with no problems. They did not prebend the needle. The needle piece was successfully removed from the pt's mouth; however, he finds it hard to talk and he is on pain medication. Additional info received on (B)(6) 2013: pt initials (B)(6). The n27 gauge long needle separated from the hub during withdrawal from injection. Pt was hospitalized for 1 night. Pt recovered with sequelae- paresthesia from surgery. Dentist's diagnosis was "separated needle". Procedure: a routine restoration and extractions.